Event description:
Customer reported a hospitalization while wearing the insulin pump. Customer does not remember the events leading to the hospitalization. She states she was in a total fog. Customer's daughter told customer she was in a coma like state, talking but not making any sense. Customer's daughter called 911 and customer spent 5 days in the hospital. She was wearing the insulin pump the entire time she was hospitalized. Customer's blood glucose level at the time of admission was 500 mg/dl. Customer states she is not sure if the high blood glucose level was due to diabetes or a new medication she was taking that day for itchiness. She does not remember the name of the medication. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.